Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant, the right ventricular (rv) lead perforated the ventricular septum and the lead was fixed to the left ventricular (lv) myocardium. The thresholds are within normal limits and therefore, the lead remains in use. The patient was put under physician's observation but no revision was necessary. No patient complications have been reported as a result of this event.